Event description:
A site reported to rxsight that a capsule tear occurred during implantation of a light adjustable lens in the left eye. The lens was subsequently implanted in the sulcus. The surgeon did not report any issues with the lens or concomitant injector. No additional information is available regarding the reported event.

Manufacturer narrative:
Manufacturing records were reviewed and found no deviations, non-conformance's, or other manufacturing issues related to the reported event. Manufacturer reference#: (B)(4).